Event description:
The patient had two leads implanted with the same lot number. It was reported the patient's trial leads migrated out of the occipital (off label use) area while she was sleeping. The leads were removed and the trial was ended.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.